Event description:
It was reported the md used a sheath to insert the iab via the left femoral artery. An unspecified time later the pump alarmed "helium leak" and blood was found in the tubing. The iab was removed. The md inserted another iab. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.